Manufacturer narrative:
D.4. The inspire 8f oxygenator is a non-sterile device assembled into a sterile convenience pack (cataolgue: in01241) that is not distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. G.5. The complained inspire 8f oxygenator is a non-sterile component assembled into a convenience pack that is not distributed in the USA. The stand-alone oxygenator (catalog number: 050716) is registered in the USA (510(k) number: k130433). H.4. The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. H.11. Livanova manufactures the inspire 8f oxygenator. According to information, after approximately 40 minutes of ecc running time, the oxygenator pressure rose from 375 mmhg (initial value measured at the beginning of the procedure, with a blood flow rate of 6 lpm) to 500 mmhg. The involved device has been requested for return to sorin group italia for investigation. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Event description:
Sorin group italia has received a report of increased transmembrane pressure across inpire oxygenator during a procedure. Medical team elected to change out the oxygenator and change out took 3 minutes and 30 seconds. There is no report of any patient injury.

Event description:
See intial report.

Manufacturer narrative:
Pump-sheet was provided to confirm the issue and its analysis revealed that transmebrane pressure gradually increased from around 210mmhg at 6 lpm (within product specification) up to 370mmhg despite troubleshooting maneuvers reported. Change out was performed around 13:15-13:17. After replacement pressure drop was confirmed to have improved. Act always above 450s and hct around 26-29% during all the procedure. Oxygenator was returned to livanova for investigation. Visual inspection of the returned inspire oxygenator 8f highlighted that unit was clean and no visible traces of blood were inside the device. Upon completion of cleaning phase, oxygenator was functionally tested as per design specifications and relevant uni iso. Laboratory test could not reproduce any increased pressure drop across the oxygenator which behaved as expected. Review of livanova complaints database identified no further similar cases notified for concerned batch, thus excluding a systematic quality. No adverse trend related to this issue has been identified either. Three other similar events were reported by the same customer and on different oxygenator lots. Based on testing outcome and investigation results of previous similar complaints, the reported event was reasonably traced back to the unexpected and progressive build up of biological material (platelet aggregates and fibrin mass) inside the oxygenator fibers during the procedure. Livanova conducted a literature and technical analysis about the trans-membrane oxygenator pressure gradients. Pressure drop excursion across the oxygenator is a known phenomenon reported in literature in all membrane oxygenators. The main cause of the pressure excursion has been identified in the platelet activation and adhesion within the oxygenator that progresses to increase resistance to blood flow during cardiopulmonary bypass. The factors influencing pressure excursions can be assigned to three main areas: surgery clinical impact - cpb clinical impact - pathological patient conditions research on the phenomenon consistently concludes that the pressure excursion is complex and multifactorial and in most of the cases none of the factors considered singularly causes the phenomenon. An accurate analysis and monitoring of the factors identified can lead to the reduction of the phenomenon during cpb. Nevertheless, at current state of knowledge the complex nature of the phenomenon does not allow its complete elimination. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
According to follow with the customer, the cpb pump was primed in typical fashion with 2 units prbcs, 700ml of plasmalyte & 10k u heparin. The pre-bypass checklist was completed. An act of 567 was achieved and cardiopulmonary bypass (cpb) was initiated without issue. Cpb course was uneventful for the first 15 minutes. After this point, an increased pressure difference across the inspire oxygenator that indicates higher resistance was observed. The oxygenator was still functioning with good gas exchange at flows exceeding 5 l/min. Perfusionist lowered the flow/cardiac output to the patient still maintaining adequate map and oxygen delivery. The act was >480 seconds and therefore the perfusionist administered 1000 iu of atiii and 20k u heparin and informed the anesthetist. The gas exchange and flow across the oxygenator was adequate. The patient was rewarmed of 1°c to decrease the viscosity of the blood (cpb initiated at ~34c, warmed to 35c). An additional 30k u of heparin was administered. Over the course of the next hour, the resistance across the oxygenator continually increased, inhibiting the ability of the arterial pump to provide adequate flow and oxygen delivery. During this period, multiple consultations were had with perfusionists and the anesthetists to offer solutions and 250ml of 5% albumin was administered while hemoconcentration was initiated. With no improvement in oxygenator resistance, the decision was made to decrease the patient's core temperature to 30c and initiate a period of circulatory arrest for oxygenator change out. The circulatory arrest time was 3 minutes and 36 seconds at 29.5c, measured by nasopharyngeal temperature. Cardiopulmonary bypass was initiated without issue, no further complications occurred during the intraoperative course from a perfusion perspective. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.